Event description:
The pt was getting blood glucose readings on the suspect device in the 200mg/dl range. Pt was sweating heavily and felt ill. Pt's family member took pt to the ER where pt's blood glucose was tested and results showed it to be lower than a numerical value could not be achieved. Pt was given an IV and sugar water.